Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device and observed that the device had damaged housing and no rotation. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unknown surgical procedure, it was observed that the "end was stripped" on the perforator driver device. There was no delay to the surgical procedure as a spare device was available for use. There was patient involvement. However, no injuries, medical intervention or prolonged hospitalization were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.